Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss on g5 app.

Manufacturer narrative:
Com-(B)(4).

Event description:
Upon completion of data investigation it was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection.